Event description:
It was reported that during a routine device change out, the physician noted an insulation abrasion on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.